Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed the pacemaker ventricular pacing (vp) output was more than 99% even though programming changes were made to deactivate the pacing output. Programming changes were made. There were no patient consequences.